Manufacturer narrative:
The event of possible lead fracture was reported to abbott. Patient was evaluated and high impedance was detected during an impedance check. No intervention planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-06580. It was reported that patient¿s leads had high impedances due to leads fractured. No other information is available.